Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was that the ins quit in 2018; pt stated that the ins only worked for two years.  Pt stated that they could not do anything about the ins since their husband had developed brain cancer. Pt stated that about a year and a half after their husband died, they had to move and then they came across their programmer. Pt stated that they knew the ins had quit as they had tried to communicate with the ins using the programmer many times and the programmer would display eos and all this "other garbage". Pt stated that they took a shot anyway and put new batteries in the programmer and the programmer connected to the ins, however it's been that way now for probably a year and they can't turn the ins off. Pt stated that they will have the ins removed, however they were wondering if a manufacturing representative could turn the ins off since the programmer wasn't displaying eos but there was no connection between the programmer and the ins and they want the ins off as it's about to "kill" them. Pt stated that their implanting hcp was in an accident and is no longer practicing. Patient services (pss) advised the pt that a message would be sent out to the field requesting contact, however pss did not promise a time-frame on a response.

Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial# (B)(6). Implanted: explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back reiterating information as documented in this case. Pt stated that a rep still hadn't reached out to them yet. Pt stated that they called and called as the wrong unit was implanted as the ins was supposed to be rechargeable. Pt stated that the programmer wouldn't sync with the ins and that they desperately needed a MRI. Pt stated that the ins quit working in 2018. Hcp wanted to check on MRI guidelines with a device that is at eos. Reviewed guidelines. Caller mentioned that pt reported that pt pgmr never worked and never had training but that someone got it working and was able confirm ins status.

Event description:
Additional information was received from the patient. The patient reiterated what was previously reported and added that they couldn't get the ins going again. Additional information was received. Information was repeated and they also noted that the patient still feels stimulation and can't turn it off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that pt's relative said the implantable n eurostimulator (ins) for non-malignant pain. The reason for call was that the ins quit in 2018; pt stated that the ins only worked for two years.  Pt stated that they could not do anything about the ins since their husband had developed brain cancer. Pt stated that about a year and a half after their husband died, they had to move and then they came across their programmer. Pt stated that they knew the ins had quit as they had tried to communicate with the ins using the programmer many times and the programmer would display eos and all this "other garbage". Pt stated that they took a shot anyway and put new batteries in the programmer and the programmer connected to the ins, however it's been that way now for probably a year and they can't turn the ins off. Pt stated that they will have the ins removed, however they were wondering if a manufacturing representative could turn the ins off since the programmer wasn't displaying eos but there was no connection between the programmer and the ins and they want the ins off as it's about to "kill" them. Pt stated that their implanting hcp was in an accident and is no longer practicing. Patient services (pss) advised the pt that a message would be sent out to the field requesting contact, however pss did not promise a time-frame on a response. 2021-sep-09 rtg0209740 update (con): additional information was received from the patient. The patient reiterated what was previously reported and added that they couldn't get the ins going again. 2021-sep-15 rtg0209740 update (con): additional information was received. Information was repeated and they also noted that the patient still feels stimulation and can't turn it off. 2021-oct-29 rtg0231675 (hcp): additional information received from a healthcare provider. It was reported that the patient didn't have control over the stimulator and they noted that the controller they gave the patient did not work and couldn't be charged. The patient also indicated that the manufacturer representative didn't provide training on how to use the device. The caller was an MRI tech and they did not have any further details about the issue with the device. The issue was not resolved through troubleshooting. MRI information was reviewed. 2021-dec-15 rtg0209740/update (con): no new information. 2022-01-10 rtg0209740/update rtg0257648 (con, chp): pt called back reiterating information as documented in this case. Pt stated that a rep still hadn't reached out to them yet. Pt stated that they called and called as the wrong unit was implanted as the ins was supposed to be rechargeable. Pt stated that the programmer wouldn't sync with the ins and that they desperately needed a MRI. Pt stated that the ins quit working in 2018. Hcp wanted to check on MRI guidelines with a device that is at eos. Reviewed guidelines. Caller mentioned that pt reported that pt pgmr never worked and never had training but that someone got it working and was able confirm ins status. 2023-mar-17 rtg0418315 (hcp): additional information was received from a healthcare professional (hcp). The hcp reported that pt's relative said the implantable neurostimulator (ins) has not worked in years but they are unsure if the ins battery is depleted. Caller also noted that pt's relative said the pt tried to get ahold of a manufacturer representative (rep) awhile ago regarding the spinal cord stimulator not working but never got through to anyone. Caller states a rep was paged this morning, caller states he directed her to call technical services (tss).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider and the patient. It was reported that the patient didn't have control over the stimulator and they noted that the controller they gave the patient did not work and couldn't be charged. The patient also indicated that the manufacturer representative didn't provide training on how to use the device. The caller was an MRI tech and they did not have any further details about the issue with the device. The issue was not resolved through troubleshooting. MRI information was reviewed.